Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, a new cartridge was loaded to address the issue. Customer¿s blood glucose level was 144 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.